Event description:
The medical center reported that the drapes in arteriogram trays are not absorbing fluid like they should. After tearing down the tray, saline was noticed under the drapes. This is considered breakthrough and is a sterility issue. No patients or staff have been harmed, but there is increased risk for infection and exposure to body fluids.

Manufacturer narrative:
The medical center reported that the drapes in arteriogram trays are not absorbing fluid like they should. After tearing down the tray, saline was noticed under the drapes. This is considered breakthrough and is a sterility issue. No patients or staff have been harmed, but there is increased risk for infection and exposure to body fluids. Deroyal: the sales representative identified that the reported component was a wrap not intended to be utilized as a fluid barrier. The investigation is still in process and the customer will be notified of the final determination of the root cause once completed.